Event description:
During a breast augmentation, the patient suffered a burn to the tissue.

Manufacturer narrative:
The surgeon reported that during a breast augmentation, he laid the cautery device against the skin and the patient suffered 1-3 cm burn from the tip. The burned tissue was excised. The actual sample was not saved. Unused samples from the same lot were returned and tested. Utilizing a chicken breast, the tips were cycled 10 times on the cut and coag modes at settings of 30-30, 50-50, 80-80 and 200-100. The tips performed as intended and no issues were identified. The device was also tested with the tip not completely seated on the pencil. During this phase of the testing, the tip sparked on both ends. We have determined that a potential root cause for the incident could be that the tip was not adequately seated on the pencil at the time it was being used and a burn resulted. We have informed the vendor of this incident.